Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is not receiving adequate therapy. In turn, xrays were performed and showed that the patient's lead had migrated. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient decided to not go through with surgery, as he is now receiving adequate therapy with time.